Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was reported as unknown, however it was also reported the patient ¿had leaking cassette the night before.¿ it was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin (4 gm for one day, same day as event onset) and intraperitoneal and then intravenous tobramycin (180mg, frequency and duration not reported). The patient was recovered from the event. On an unreported date, the pd catheter was removed and the patient was placed on in center hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.